Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the his bundle pacing (hbp) lead exhibited oversensing of atrial activity. The lead was replaced during a regularly scheduled pacemaker replacement procedure. The patient was in stable condition throughout the event and will continue to be followed by the clinic remotely. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).